Event description:
The pt was implanted one week ago and post-op the pt was feeling stimulation in legs, abdomen and chest so they decided to turn the implantable neurostimulator (ins) off for a week. Impedance measurements were all in the normal range at that time. When the ins was turned back on, impedance readings were >20000 ohms on all combos on one side of the lead (electrodes 8-15), except for electrode 11 which was in normal range around 1000 ohms or slightly higher around 2000 ohms. The pt was getting stimulation in the wrong location; the pt only had stimulation in right leg and the target was the left leg. The pt denied any trauma or falls since implant. Reprogramming was attempted, but so far this hadn't helped; all the stimulation was on the right side. Additional troubleshooting was recommended. It was later reported that no additional troubleshooting was done at the visit. The physician planned to f/u with the pt in approximately a month. Additional info has been requested, a f/u report will be sent if additional info becomes available.